Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV (intravenous) tubing of a clearlink continu-flo solution set was severed at the point where it was pinched by the blue key clamp. This was described as during an nivolumab infusion with a sigma spectrum infusion pump, the line went to air. The registered nurse (rn) went to release the IV tubing line from the infusion pump by placing the attached blue key clamp into the infusion pump. When the rn did this, the line was noted to be severed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.